Event description:
A (B)(6) female was admitted for vertebroplasty surgery. History and physical indicated all body systems within normal limits. Pre-op lab work within normal limits, EKG-nsr. Patient to the operating room on (B)(6) 2011. Asa level ii. Towards the end of the procedure almost immediately after the last injection of bone cement was administered, the patient became immediately hypotensive. Emergency medications were administered. The patient's bp returned. CT of abdomen/pelvis was done - unremarkable. No abnormalities to account for the patient's hypotension. CT of spine done - cement material noted in the l-5 vertebra and l4-l5 disc space, l4 to s1 fusion and l5 vertebroplasty. Suspected fracture of the right s1 pedicle screw. CT thorax done - no evidence for pulmonary embolism. Small peripheral emboli cannot be excluded. Methacrylate emboli might be difficult to identify since there attenuation would be similar to contrast. Patient was transferred to ICU. Patient received aggressive volume resuscitation, IV epinephrine, levophed and mechanical ventilatory support. Patient extubated on (B)(6) 2011 epinephrine off. Walking neurologically intact (B)(6) 2011, bp range 1050-132/56-73. Discharged (B)(6) 2011.